Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
On (B)(4) 2018, zoll received a medwatch report (mw5079677) from the FDA that a patient was admitted for hypothermia and a solex cooling catheter was placed on the patient but after a bolus of ivf of 1000 cc, it was noted that the subcutaneous tissue around the catheter was edematous (swelling), no crepitus noted. Cardiac pressors had been infusing via that solex catheter as well. Once the edema was noted, the catheter was no longer used for drug infusion. Patient was already on a vent, no apparent immediate harm was noted.

Manufacturer narrative:
Reported that event required intervention to prevent permanent impairment/damage (devices). No patient injury attributable to zoll product, no impact or consequence to patient. Based on limited information provided, event was possibly related to the icy catheter due to relevant timing and location. It was possible that catheter was inserted not far enough. The event of swelling is possibly related to the device and not related to the procedure.